Event description:
It is reported that valve failed and was explanted. Valve was a custom device; catalog number ns 0242; based upon standard catalog number 82-3101. No other info provided. Codman has requested add'l info concerning this event.